Manufacturer narrative:
Unit received with intermittent esc and act button response due to flattened dome (creased). The keypad connector was inspected and no anomalies noted. Unit received with operating currents within specification. Unit passed self-test, unexpected error test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was unknown. Customer was able to resolve no delivery with a complete set change.